Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The patient was unable to provide a lot number, therefore a review of the manufacturing records could not be conducted. The patient states that he is seeking additional treatment and would like to have the device removed. To date surgical intervention has not taken place. The patient has been asked to report to davol any additional treatment(s) he might have associated to his repair. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol via maude report mw5062699: "six months after the implant of both devices in 2015, he has been experiencing pain and numbness with his testicles. He stated that the numbness is more intense after intercourse. He can feel the cord pulling against his testicles." The following is based on additional information provided by patient during follow up: the patient was implanted with one bard perfix plug and patch to repair a left inguinal hernia. The patient reports testicular pain and numbness 6 months post implant and that he had build up of fluid in the testicle. He states that he underwent a procedure to drain the fluid, which did not alleviate the ongoing pain and numbness. The patient states that he is seeking additional treatment and would like to have the device removed. To date surgical intervention has not taken place.